Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation sensation. The patient tried to increase the setting and the patient programmer showed that the stimulation was on. The patient had the ability to change programs and stated that she only has two programs and no other groups. Troubleshooting did not resolve the issue. The patient was directed to their healthcare professional. No further complications were reported/anticipated.